Event description:
New information received noted that the atrial lead noise was also causing inappropriate automatic mode switch episodes.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the atrial lead exhibited noise over-sensing, which inhibited atrial pacing. The lead was suspected to be fractured. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition